Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was unknown. Customer stated that their blood glucose had gone up to the 200 mg/dl or 300 mg/dl and may had even 400 mg/dl and kept going up. Customer was treated with bolus for high blood glucose. Customer did use auto mode. The insulin pump will not returned for analysis.